Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of non-sustained rv oversensing were observed due to myopotential oversensing. Programming changes were made and device remains implanted.